Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A field service engineer (fse) examined the system on-site and confirmed system failed to boot. After reviewing log file fse found that there were multiple instances of power supply missing in the m-cabinet and found that both fd controllers and the network switch were unpowered. Upon troubleshooting fse found no ac status or fan lights visible and no dc voltages out. The cause of the pd dcps failure could be conclusively determined by the supplier's part analysis and failure was confirmed as electronic defect. To resolve the issue, fse replaced the power supply, and both the fd controllers and network switch power was restored. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to boot. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the low voltage power supply (dcps) and returned the system to use in good working order.